Event description:
The account alleged the brake pedal would set but the brake would not hold on brake steer caster. No injury reported.

Manufacturer narrative:
The account stated that the brake caster issue had been resolved by another company and they are unsure what repair was made to resolve the issue.